Event description:
The user reported the pump alarmed "upstream occlusion" as intended when 2 separate IV sets were in use. The patient was reportedly not injured as a result of the alarmed event. The alarm notified the caregiver an action was required to maintain appropriate infusion as programmed.